Manufacturer narrative:
Device history record for the lot reported was reviewed and no issues were observed. The unit was manufactured, tested and released in compliance with procedures. The unit returned for evaluation was tested under simulated conditions and it maintained pressure between 5 and 21mmhg over an hour. The issue reported could not be confirmed as the unit performed as expected during testing.

Event description:
On august 8 we received an explanted valve p/n fp7 with a the following note: "prof (B)(6)implanted an fp7 ahmed valve, sn (B)(4) on friday, (B)(6) at our facility. Dr. (B)(6) saw the patient on saturday (B)(6) his anterior chamber was very small, and iop low. Dr. (B)(6) decided to replace the ahmed valve because he was unsure if the ahmed valve was faulty, or the wound leaking. He replaced it with fp7 sn (B)(4)."